Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they never felt like the device was doing what they were told it would do, and that there were only a couple days where it actually worked. Patient stated that they gave up on the device because they were so discouraged by it. Patient said they are having accidents all the time. Today, patient wanted to try to use the device again to see if they could get symptom relief but they kept getting a device not found message. Patient initially did not have their communicator powered on. Patient powered on communicator and dismissed device not found message. Agent walked patient through trying to connect the handset and communicator to the implant, but patient continually received a device not responding message. Agent had patient continually reposition the communicator and lean forward while they connected. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.